Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2020, on 07-dec-2020 it was reported that the patient was admitted in the intensive care unit due to diabetic ketoacidosis and the blood glucose was 900 mg/dl upon arrival. Further, it was stated that it was due to a kinked cannula, but the patient was unsure. Moreover, the patient was still in the hospital at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.